Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged strain reliefs. The reported fluid ingress on the white and black power cables were confirmed via visual analysis. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 12 days ((B)(6) 2021 per timestamp). There were no notable alarms in the log file. Pump operation was not affected. The system controller was functionally tested and passed all stages of testing. The system controller was able to operate on a mock loop for an extended duration without issue. The reported fluid ingress on the power cables was confirmed on the bend reliefs. However, the observed fluid did not affect system controller performance. During further testing, the power cables of the controller were stripped, and fluid ingress was also found inside the power cables. No damage was observed to the underlying wires. The root cause of the reported fluid ingress was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment and contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient found green oxidation liquid in both of the black and white power cord bend relief. The patient did not have any alarms and the pump interrogation was benign. The controller was exchanged for patient safety and no adverse events were noted. The patient was stable and did not need admission.